Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 300 mg/dl with moderate ketones and it was addressed with a manual injection as well as drinking water. Reportedly, the settings are being adjusted by the customer's healthcare provider.